Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced a breach in sterility. The following information was provided by the initial reporter translated from japanese: the user found a deformed shield of syringe before use.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced a breach in sterility. The following information was provided by the initial reporter translated from japanese: the user found a deformed shield of syringe before use.

Manufacturer narrative:
H6: investigation summary customer returned a single 0.3ml syringe. The syringe¿s needle shield is damaged, with portions that appear to have pulled, compressed, or otherwise warped the material. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of shield damage. No root cause can be determined at this time.